Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater, allstar. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a planned 5 xience xpedition stenting procedure of a moderately tortuous, moderately calcified left anterior descending artery and right coronary artery, a co-pilot device was used and sometime during the procedure the co-pilot device cracked and leaked. The co-pilot was removed and another co-pilot was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that incorrect device was returned. The incident device has been discarded. (B)(4). It was indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be performed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.